Event description:
It was reported that the patient passed away due to multisystem organ failure. The multisystem organ failure was not pre-existing. The death was not device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported multi-organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. It was noted that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, lists multiple organ failures/dysfunctions and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), following this event. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bleeding resolved after blood transfusions and anticoagulant treatment with warfarin and aspirin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they were explanted on (B)(6) 2021 (refer to MFR# 2916596-2022-13839). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experience major bleeding (mediastinum) on (B)(6) 2019.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent blood transfusion with packed red blood cells at 40ml/kg or more. Re-operation was performed. Anticoagulant treatment at the time of the event was warfarin and aspirin. The bleeding was caused by the temporary removal of the pacemaker.